Event description:
This case was reported by a consumer and described the occurrence of diarrhea in a male patient who received poligrip (new poligrip se) for loose dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip (oral). At an unknown time after starting poligrip, the patient experienced diarrhea and accidental ingestion (poligrip melted when the patient ate food). The patient was hospitalized although the reason for hospitalization was unclear. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00015. Poligrip is manufactured in other country, and neither the product nor lot number for this product is available.